Manufacturer narrative:
Approximate age of device: 1 year and 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient experienced elevated flow and power events on (B)(6) 2019. It was later reported that the patient experienced abnormal pump parameters indicative of pump thrombosis, suffered an intracranial hemorrhagic stroke and was seen at another hospital. At this hospital the patient received k centra and fresh frozen plasma (ffp) as reversal agents. The patient also required an emergency craniotomy and had a drain placed. The patient did not respond to pain, or stimuli and their pupils remained fixed and dilated. The patient expired on (B)(6) 2019 after the family withdrew care. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported suspected device thrombosis and stroke could not be conclusively determined through this evaluation. Additionally, evaluation of the patient¿s submitted log file confirmed pump power elevations; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The submitted log file contained data from 11mar2019 to 08apr2019. The pump was set to a fixed speed of 9000 rpm and operated above the low speed limit of 8600 rpm for the duration of the log file. On 07apr2019 at 12:52:09 pm the log file captured a spike in power to 8.0 w. The power ranged from 8.0 w to 9.5 w for the remaining duration of the log file. These power elevations were associated with elevated flows from 10.7 lpm to 11.6 lpm. The log file appeared to show the system operating as intended. Device thrombosis and stroke are listed as adverse events that may be associated with the use of heartmate ii lvas. The hmii IFU outlines indications of pump thrombosis and how to respond to such events. This section also discusses anticoagulation, including recommended inr values. The hm ii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.